Manufacturer narrative:
B5 updated to include event occurred approximately one week post-operatively. Visual inspection was performed and found the tulip to be disengaged from the screw shank. Locking ring on base of tulip is deformed. Locking ring deformation indicates the tulip was highly angled with respect to the shank head. There is additional deformation on the edge of the screw shank bulb which indicates that the rod was placed with a high degree of angulation in the tulip head and was not seated properly in the tulip. Returned blockers were inspected. Two blockers appear to have been tightened properly onto properly placed rods. One blocker appears to have been under tightened, as there are no rod deformation marks on the under side. One blocker appears to have been placed on a rod that was highly angled in the tulip head, as there is rod deformation on one side but not the other. There was no allegation of failure of the returned blockers which all functioned as intended and were determined to be concomitant. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The es2 surgical technique guide was reviewed: caution: extra caution is advised in the following cases: the rod is not horizontally placed into the screw head. The rod is high in the screw head. An acute convex or concave bend is contoured into the rod. Final tightening of the construct . Once the necessary correction procedures have been performed and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed using the counter torque tube and the torque wrench or audible torque wrench. The surgical technique guide states that extra caution should be advised when the rod is not horizontally placed into screw head. The most likely cause of the reported event was determined to be the over angulation of the rod placement in the tulip head.

Event description:
It was reported that the head of the reported es2 integrated blade screw had come off at l5, approximately one week post-operatively. The patient was revised to remove the reported screw and replace the construct. This record captures the tulip disengagement of the es2 integrated blade screw.

Event description:
It was reported that the head of the reported es2 integrated blade screw had come off at l5. The patient was revised to remove the reported screw and replace the construct.